Manufacturer narrative:
On 26/jul/2021, mentor became aware that an expiration date was mistakenly reported in the initial report. This equipment does not have an expiration date. Manufacturer's reference number: (B)(4) in the initial report, an expiration date was provided in d4. However, this equipment does not have an expiration date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that, before an unknown procedure, a psi-tec iii aspirator, 110v was observed to have fluid in the pump. No patient consequences were reported.